Event description:
Customer stated that the product made noise and stopped working during a procedure. The procedure was completed successfully with the same drill. There was no medical intervention required. There was a 1 hr delay in the procedure.

Manufacturer narrative:
The device was returned to the MFR and the complaint was confirmed. Internal components were evaluated which revealed that the bearings in the rotor assembly and the cable assembly had failed leading to noise generation and loss of function. The device was repaired and returned back to the customer.